Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01627, 0002648920-2019-00291, 0001822565-2019-01628, and 0002648920-2019-00292. Concomitant medical products: femoral component porous size e right catalog#: 00597201502 lot#: 62224036, stemmed tibial component precoat size 5 catalog#: 00598004701, lot#: 62316934, all poly patella size 38 mm dia. Standard 9.5 mm thickness catalog#: 00597206538, lot#: 62038971, palacos r 1x40 single catalog#: 00111214001, lot#: 74424287. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient has been experiencing pain, limited range of motion, and difficulty ambulating. Patient also reported recurrent blood clots since the primary procedure. No revision procedure has been reported.